Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer daughter reported via phone call that they were experiencing high blood glucose. Customer blood glucose level was 600 mg/dl. Customer current blood glucose was 481 mg/dl. Insulin pump had received multiple pump error alarms. Customer was able to clear the alarm and complete rewind. Customer was not reporting any symptoms related high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.